Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that during a follow up it was noted that this device had triggered elective replacement indicator (eri). A review of the device memory noted that the device had some antitachycardia and shock therapies delivered, and no other events. Premature battery depletion was alleged. This device was explanted and replaced. No adverse patient effects were reported.